Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device is rebooting by itself. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it rebooting by itself could not be duplicated or confirmed. Proper device operation was confirmed through functional and performance testing. Ventec opened the device in order to perform a visual inspection and discovered one of the screws that holds the inlet accumulator was missing, and that the other one was loose. Ventec found the missing screw sitting on the top of the control board. A visual examination of the control board did not reveal any evidence of electrical damage. As a precaution, ventec replaced the control board. The cause of the reported issue could not be conclusively determined.